Manufacturer narrative:
The report of chronic infection and gastrointestinal bleeding, and their direct correlation to the device could not be determined. No further events have been reported at this time following the patient¿s discharge. The instructions for use lists infection (driveline, pump pocket and local) and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2016, the patient presented to the emergency department with complaint of epistaxis, lightheadedness, generalized malaise, fatigue, chest pain, headache, fever, chills, and vomiting. Urine cultures were positive for escherichia coli and blood cultures were positive for staphylococcus. The bacteremia was reported to be associated with an lvad related chronic infection. The patient was also experiencing a gastrointestinal bleed. The patient was admitted and treated with unspecified IV and oral antibiotics. On (B)(6) 2016, the patient was discharged home on clindamycin bid for the unresolved infection. The patient had a history of previously unreported admissions for infection. The patient initially presented on (B)(6) 2011 with a fever and driveline drainage. Cultures of the driveline were positive for (B)(6). The patient was discharged on (B)(6) 2011. From (B)(6) 2013, the patient was admitted due to a sternal wound infection with possible pump pocket involvement. Cultures was found to be positive for (B)(6). From (B)(6) 2014, the patient was admitted with aggressive multiple sclerosis, driveline infection with cultures found to be positive for coagulase-negative staphylococci, multiple sclerosis infection, and bronchitis with cultures positive for yeast candida albicans and cryptococcus. From (B)(6) 2014, the patient was admitted with nausea, vomiting, and acute kidney injury. Blood and sternal wound cultures were positive for (B)(6) and mixed bacteria. From (B)(6) 2014, the patient was admitted due to subarachnoid hemorrhage middle cerebral artery infarction, klebsiella in the urine, (B)(6), and sternum and driveline infections with cultures positive for (B)(6). From (B)(6) 2015, the patient was admitted due to recurrent bacteremia with (B)(6) and enterococcus faecalis in urine, driveline, and sternal wound. From (B)(6) 2015, the patient's blood cultures were positive for (B)(6). From (B)(6) 2015, the patient was admitted due to pain, nausea, vomiting, subarachnoid hemorrhage, and blood and sternal wound cultures positive for (B)(6) in blood and sternal wound. During these admissions the patient was treated with unspecified IV and oral antibiotics. The infection had not resolved and was reportedly a chronic reoccurrence.